Event description:
It was reported that severe resistance was felt inside the microcatheter. As the coil was being withdrawn, it stretched and broke inside the microcatheter. The physician was able to remove coil and microcatheter as one unit from the patient and complete the procedure with other coils. There was no clinical consequence to the patient.

Event description:
It was reported that severe resistance was felt inside the microcatheter. As the coil was being withdrawn, it stretched and broke inside the microcatheter. The physician was able to remove coil and microcatheter as one unit from the patient and complete the procedure with other coils. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Visual inspection of the returned device confirmed the pusherwire was kinked at 29.5cm from the distal end and the main coil was not attached to the distal end of the pusherwire. In addition, the proximal end of the coil was noted to be stretched. A mandrel was advanced through the microcatheter and resistance was noted. The catheter was cut and as the mandrel was pushed through the cut section blood emerged from the cut sections of the microcatheter. The coil could not be advanced further by pushing with the mandrel and stretched further when it was withdrawn. Additional information confirmed that there were no anomalies noted with the coil when it was inspected before use and instructions for deployment were followed. It was also stated that continuous flush was used. However, the amount of blood matter seen inside the microcatheter is indicative of insufficient flush. Lack of sufficient flush can lead to friction, which in turn can lead to the coil becoming stretched and broken. The direction for use (dfu) for this product family warns the user in order to achieve optimal performance of the gdc system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between a) the femoral sheath and guiding catheter, b) the 2-tip microcatheter and guiding catheters, and c) the 2 ¿tip microcatheter and boston scientific guidewires and delivery wire. Based on the information available and product analysis the root cause was determined to be related to use/user error.